Event description:
It was reported the lower screen is unreadable and having power issues. It was also reported when the battery is put in, the atrial and ventricular light will light up and then the device powers down. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of electrical specification with missing pixels and one battery contact was loose. It was also noted that the upper case was dented, the upper and lower cases were broken, both bail covers were broken, one case screw was missing, the ring was bent, and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.